Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4+. The patient presented with challenging anatomy that also made imaging difficult. Xtw (40604r1085) was placed anterior/septal. After deployment the clip tilted posterior direction. Severe tr remained so a second xtw (lot: 40604r1013) was attempted to be implanted. Due to the large coaptation gap and poor imaging, grasping was not possible anterior/septal. Posterior/septal gasping was attempted, but after several unsuccessful grasping attempts and becoming stuck in chordae, the clip was removed. A chordal rupture was suspected. The procedure ended with tr reduced to grade 3. The first triclip remained stable on both leaflets. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported positioning failure associated with leaflet capture appears to be related to challenging anatomy and poor imaging. The reported difficult to remove from anatomy resulting tissue injury was due to procedure conditions. The reported poor image resolution was due to challenging anatomy. Additionally, the reported patient effect of tissue injury, listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.